Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead migrated due to the movement of the device. Additional information indicated that the physician chose to use another lead and believed there was an issue with the lead. This rv lead was explanted. No additional adverse patient effects were reported.